Event description:
It was reported that: the suture was to be used for a robotic myomectomy. The suture needle broke in half while repairing soft tissue using robotic needle driver. The broken piece of the needle was recovered. A second suture was opened and case completed without consequence to the pt. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported has not been returned. Method: the actual device has not been returned. Results/conclusions: the actual device has not been returned. Needle suppler which is our customer as well was contacted to verify if there were any quality issues related to the needle batch. Suppler confirmed that no ncrs were generated as part of the manufacturing process of the needle lot. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities (B)(4). Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. At the time of this report samples and/or additional info have not been received. Upon receipt of samples a follow up report will be submitted once the evaluation is completed.(B)(4). Item #sxmd1b406 stratafix spiral pga-pcl knotless tissue control device. Sh 0 monoderm 20cm, lot mbts820.